Event description:
One mountaineer screwdriver was loading screws crooked (shaft bent) and the other was getting stuck in the screw (worn). Expedium torques were starting to strip from typical use. Procedure completed with same / like product.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture dates: mar 7, 2014 and mar 11,2014. Visual examination of the returned device revealed that approximately 1mm of the hexlobes of the driver distal tip had become stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the device becoming stripped cannot be positively determined. However, the observed damage suggests the driver was not fully seated in the setscrew. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.